Event description:
The customer reported that during a procedure, the system locked up and displayed a communication error message between the generator and the workstation. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an over the phone investigation. Technical support was provided to the customer to repair the power supply by increasing the ps1 voltage. The system was working as intended and put back into service.